Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms on the second inflation. The number of atms reached on the initial inflation is unknown. It is noted the physician did not feel resistance at the time of insertion. The lesion being treated was in a distal left circumflex (lcx) coronary artery. A 6fr terumo introducer sheath and a bmw 0.014 guidewire were also used in the prodedure. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.